Manufacturer narrative:
The device was returned to smiths medical. Check clutch plunger lever error was found during occlusion test. Problem attributed to normal wear, device was over 6 years old. Replaced lead screw and both clutch halves. Performed pm maintenance and all functional testing. Device passed tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a check clutch/ plunger lever error occurred. No patient injury was reported.